Event description:
It was reported during use that a single tube, the bd vacutainer® 9nc 0.129m plus blood collection tubes, had insufficient negative pressure resulting in underfilling. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that a single tube, the bd vacutainer® 9nc 0.129m plus blood collection tubes, had insufficient negative pressure resulting in underfilling. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary bd did not received any customer returned samples for the reported lot # but did received 2 photos on lot #3156855 for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use that a single tube, the bd vacutainer® 9nc 0.129m plus blood collection tubes, had insufficient negative pressure resulting in underfilling. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Bd was unable to investigate claim of underfill because tubes expired on 29 feb 2024. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. H3 other text : see h.10